Event description:
On 08/30/06, nellcor puritan bennett rec'd a report of sharp edges on a 5.0 ped tracheostomy tube. The caller reported that the cannula of the tracheostomy tube had sharp edges. The caller reported damage to the "stom-area" of the pt after insertion. The caller reported the pt was bleeding.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for eval.